Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to charge their device to 360 joules, the device displayed an "energy fault" message on the display. The customer advised that they attempted to charge a second time and received the same "energy fault" message. There was no service indicator present at the time of the event. There was patient use associated with the reported event. A backup device was available and used to provide care to the patient; however, the patient outcome is unknown. No further details about the patient or the event were available.